Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the prograsp forceps instrument had a clamp malfunction following cable break. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.